Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the results of a clinical trial, approximately 220 days post conduit implant, the subject experienced a thrombosis of the vascular access which was moderate in intensity and was hospitalized. The day prior to admission, hemodialysis was unsuccessful. On admission, the subject's left arm was slightly swollen with redness over the graft area and there was no palpable thrill or bruit. Subject was otherwise stable. On the same date, the subject experienced the non-serious adverse event of infection of vascular access. Treatment included intravenous (IV) vancomycin. Approximately, 222 days post conduit implant, a non-cuffed right internal jugular vein catheter was inserted. Approximately 229 days post conduit implant, a tunneled central venous catheter (tcvc) was inserted and hemodialysis was planned for the same day. Approximately 230 days post conduit implant, the event was considered resolved with sequelae and the subject was discharged from the hospital. Approximately 234 days post conduit implant, the non-serious infection of vascular access resolved. The study conduit was not in use and remained blocked. The action taken as a result of the event was abandonment of the study conduit.